Event description:
On an unknown date the patient underwent endovascular treatment of an abdominal aortic aneurysm and an iliac artery aneurysm using gore® excluder® aaa endoprostheses, gore® excluder® iliac branch endoprostheses, and gore® viabahn® vbx balloon expandable endoprosthesis (vbx). The patient tolerated the procedure. It was reported that follow-up CT imaging was reviewed on or around (B)(6) 2022. A type ii endoleak was observed, and a type iii endoleak (component separation) was noted between the iliac branch component and the vbx device in the patient's internal iliac artery. Abdominal aortic aneurysm enlargement (amount unknown) was also observed and was attributed to the type ii endoleak. The patient will undergo reintervention on an unknown date. There were no further reported issues.

Manufacturer narrative:
Additional devices included on this report are as follows: gore® excluder® iliac branch endoprosthesis catalog #unk/ serial #unk/ UDI #unk gore® viabahn® vbx balloon expandable endoprosthesis catalog #unk/ serial #unk/ UDI #unk patient weight: asked but unavailable. Date of event: as the date of event is unknown, but images were reviewed and endoleaks were identified on or around (B)(6) 2022, the date of event has been estimated as (B)(6) 2022 other relevant history, including preexisting medical conditions: asked but unavailable device information: the device lot/serial number was requested but was unavailable. Therefore device information remains unknown. If implanted, give date: date of device implant was requested, but is unavailable concomitant medical products and therapy dates: asked but unavailable device manufacture date: as the device lot/serial number is unavailable, the device manufacture date is unknown. (B)(4).

Event description:
On an unknown date an embolization was performed to treat the type ii endoleak. The patient tolerated the embolization.

Manufacturer narrative:
B.3. Description of event: additional information provided.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak and aneurysm enlargement. Furthermore, the IFU informs users of the risks associated with type ii endoleaks, and users are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. H6: investigation conclusions code 4310 corrected to code 22.

Manufacturer narrative:
The following devices were referenced in h10/11 of the initial report: gore® excluder® iliac branch endoprosthesis catalog #unk/ serial #unk/ UDI #unk. Gore® viabahn® vbx balloon expandable endoprosthesis catalog #unk/ serial #unk/ UDI #unk. Additional information was received that changed the reportability of these devices to non-reportable as the incidents no longer met the definition of reportable adverse events. Therefore, these reports were retracted and the devices no longer require reference on this report. This report, mfg report #3007284313-2022-01820, remains valid and no changes have been made to the contents of this report beyond removing reference to the above mentioned devices.